Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9736113, software version: (B)(4). The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that when the representative found that the system displayed a low graphics mode error. The representative rebooted the system and the issue resolved. There was no patient present when this issue was identified.